Event description:
It was reported that during the implant procedure, the superion indirect decompression spacer broke during deployment. The broken spacer was removed, and the procedure was completed with a new implant. The physician noted thick bone, and osteophytes may have caused resistance; and that no excessive force was used during the implant procedure. The device was not returned for analysis as it was discarded by the medical facility.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.